Event description:
It has been reported that the device went off for a short time. No consequences for the patient were reported.

Manufacturer narrative:
The description of the event and the result of the logbook analysis performed on site were provided for the investigation. Based on the available information, the cause of the reported event could be traced to a failure of a component on the pcb graphic controller. There is no indication that the device did not behave according to its safety design. The evita 4 responded to the failure of a component as specified and performed a warm start. During such a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an audible alarm. When the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after the restart of ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.